Manufacturer narrative:
Further information was requested but is not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, low pacing impedance and a loss of sensing was observed on the right atrial (ra) lead. Due to the patient's anatomy a new ra lead was not implanted and the ra lead was inactivated to resolve the event. The patient was in stable condition.